Manufacturer narrative:
Updated: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the distal tip cover, the curved rubber adhesive area and in the connecting tube could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign material and no addition facility device cleaning/reprocessing information was reported or available, however, the issue was likely due to insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: gif-ez1500 operation manual chapter 3 preparation and inspection. Gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the grip and switch box was scratched, the bending angle in the ¿up¿ direction did not meet standard value due to the wear of the angle wire, the plastic distal end cover had a chip, the bending tube was deformed, the connecting tube was snaking, and the coating on the universal cord was peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope exhibited an angulation issue. It is unknown when the issue was found, and no procedural information has been provided at this time. The device was returned for evaluation and during the device evaluation, foreign material on the plastic distal end cover, connecting tube, and bending section cover adhesive was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.